Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The customer indicated that they were using lot numbers 43052uq11 and 43015uq09 of list 06l45-21 (clinical chemistry total bilirubin) during the timeframe of the event. It is unknown which lot generated the discrepant result. This issue was previously submitted under a different likely cause MDR 1628664-2013-00099. An evaluation is in process.

Event description:
The customer observed falsely elevated neonatal total bilirubin results for one patient on the architect c4000 analyzer. The following data was provided: 23.3 mg/dl (on reagent lot 43052uq11), 18 mg/dl (reported out), 16 mg/dl (ran the day before and the physician questioned it). The sample was sent to a sister lab: initial 14 mg/dl, and repeated 3 days later (it had been frozen) 13 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer's issue included a search for similar complaints, a review of labeling and in-house file sample testing. Similar complaints were reviewed and no product issues were identified. A review of labeling concluded the architect system operations manual, under operational precautions and limitations (section 7, limitations of result interpretation), provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management, and labeling is adequate. Finally, the performance was investigated and in-house testing demonstrated this product was performing within the specifications. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no bilirubin calibrator, ln 1e66, lot 13429m500 product deficiency was identified.